Event description:
Pt was revised to address a broken stem on the femoral implant. X-rays also revealed a large bony defect on the posterior condyles. Surgeon believes this defect led to the eventual failure of the stem. Poly wear and osteolysis were also reported.

Manufacturer narrative:
Eval was not possible, as the product was not returned. Review of the device history records did not reveal any anomalies. The investigation could not draw any conclusions about the reported polyethylene wear without the device to examine. No evidence was found suggesting product error was a contributing factor and the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.